Manufacturer narrative:
(B)(4).

Event description:
It was reported that the flow was not properly pumped, causing the water to spray randomly. No patient harm was reported. It is unknown how was the procedure completed.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed the distal tip was observed under a microscope. There appeared to be matter stuck on the output of the hand piece covering the output orifice. A functional inspection was performed and showed the device primed. The output stream of the device was spraying. The stream appeared to be miss directed toward the top of the evacuation opening and was being split in two which was causing the spraying. The device was removed from the test console and the distal output was observed again under a microscope and the obstruction appeared to be mostly gone from near the output orifice. There did not appear to be any matter within the output orifice. The device was still spraying when re-tested. A root cause could not be determined. Probable root cause may be misaligned component or an internal obstruction. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.